Manufacturer narrative:
The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that a venotomy closure of the common femoral vein was attempted with a prostyle device using the pre-close technique prior to a cardiac ablation procedure via an 8f sheath. Reportedly, during plunger removal, the suture broke; thus, the knot was untied when the device was removed. The suture of an additional prostyle device was successfully pre-placed and the ablation procedure was completed using the same 8f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.